Event description:
It was reported during transurethral resection procedure, the ceramic tip broke off inside the patient's bladder. The procedure was completed with the same device. There were no reports of patient or user injury. Additional information has been requested however, it is not available at this time.

Event description:
This report is being supplemented to provide correction as this report was found to be a duplicate of an event already reported in 2429304-2024-01006 for a1-patient identifier (B)(6). Refer to that report for all relevant information on the event.